Event description:
It was reported that a malfunction code occurred on a pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, but when the malfunction code reappeared after the reset, it was decided by technical support to replace the pump, despite it not being under warranty.